Manufacturer narrative:
Per the information collected, the wi-fi indicator on the footswitch was red, which indicates that there was an error in the wireless connection. The wireless footswitch was reset by disconnecting and reconnecting the battery. When the battery is removed, the power to the footswitch is removed which resets the footswitch. Philips confirmed that there was a connection problem between the wireless footswitch and wireless base station. There are two generations of wireless footswitches and base stations. The newest generation has a software bug which can cause loss of wireless connection, and philips initiated medical device correction z-0476-2022 for this generation. This complaint is related to the previous generation of the wireless footswitch which is not affected by the software bug. There are currently no wireless footswitches or base stations available for replacement.

Event description:
It has been reported to philips that the wireless footswitch did not work. The system was not in clinical use when the issue was identified. No harm has been reported to philips.